Event description:
The user reported the gas delivery system unexpectedly failed. Adjustment of gas flow rate and fio2 remained available. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.